Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of two blockers broke while being tightened during surgery. They were removed and replaced with an alternative blocker to complete the procedure without reported patient impacts. This is report two of two for this report.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3003853072-2019-00047.

Event description:
It was reported that the threads of two blockers broke while being tightened during surgery. They were removed and replaced with an alternative blocker to complete the procedure without reported patient impacts. This is report two of two for this report.